Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change error occurred. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. It was also reported that damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.